Manufacturer narrative:
H10: rodolfo crespo-montero, victoria e gómez-lópez, fátima guerrero-pavón, andrés carmona-muñoz, manuel romero-saldaña, antonio ranchal-sanchez et.al (2021). Influence of tunneled hemodialysis-catheters on inflammation and mortality in dialyzed patients. Internal journal of environmental research and public health, 18(14):7605. Doi: 10.3390/ijerph18147605. H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of thirty for this event. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article, in the journal "internal journal of environmental research and public health" titled, "influence of tunneled hemodialysis-catheters on inflammation and mortality in dialyzed patients", that sometime later post tunneled hemodialysis catheter placement procedure, out of seventy-two patients, there was thirty occurrences of catheter dysfunction due to blood flow deficit. It was further reported that intraluminal fibrinolytic treatments with urokinase was performed through the catheters. There was no patient injury.

Event description:
It was reported in an article, in the journal "internal journal of environmental research and public health" titled, "influence of tunneled hemodialysis-catheters on inflammation and mortality in dialyzed patients", that sometime later post tunneled hemodialysis catheter placement procedure, out of seventy two patients, there was thirty occurrences of catheter dysfunction due to blood flow deficit. It was further reported that intraluminal fibrinolytic treatments with urokinase was performed through the catheters. There was no patient injury.

Manufacturer narrative:
H10: rodolfo crespo-montero, victoria e gomez-lopez, fatima guerrero-pavon, andres carmona-munoz, manuel romero-saldana, antonio ranchal-sanchez, et al. (2021). Influence of tunneled hemodialysis-catheters on inflammation and mortality in dialyzed patients. Internal journal of environmental research and public health, 18(14):7605. Doi: 10.3390/ijerph18147605. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported poor blood flow issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.